Event description:
The pt suffered for a new acute phase and had to be moved to the ICU. The doctors said it was due to hypoventilation caused by smaller delivered tidal volumes. The pt is now at home.